Manufacturer narrative:
(B)(4). Foreign source: (B)(6). D10: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a knee replacement procedure, the tibial impactor broke during use.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in united kingdom. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The event reports that the instrument has fractured. This event occurred during surgery. No further information, including harm, has been provided. The complaint has been confirmed following review of the returned instrument, which confirmed the instrument is fractured. The l-shaped posterior hooking foot, which is used to hold the tibial tray during insertion and impaction, has fractured from the main body of the instrument. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified 40 similar complaints for the same item number, including (B)(4). A complaint history review identified two similar complaints for the same lot number. The severity of the reported event is in line with this risk file. The occurrence rate for all similar events is also in line with the risk file. The rpn is between low risk and medium risk. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The IFU provided with the compatible implants states intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The the surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. -health hazard evaluation (B)(4) has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. -there has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remains within acceptable limits. No corrective action has been initiated at this time. Risk assessment: a)severity assessment -this event occurred during surgery. No harm has been reported. -this gives a severity score of 1. -the actual severity score is in line with the risk file. Occurrence assessment: a)sales data scope -date: may 2015 to april 2020 (most up to date sales data) -item numbers: all implants compatible with instrument 32-422097 (see sales report for list of item numbers). B)number of items sold: -107,271 c)complaint history search criteria: -date: 01 may 2015 to 21 may 2020 (date search was conducted) -item number ¿ 32-422097 -filters ¿ all complaint categories relating to fracture of the posterior hooking foot d)number of complaints identified (incl. (B)(4)): -40 -these complaints were then broken down according to the harm of each complaint, as recorded in the rmf: no harm ¿ 19 exposure to anaesthesia, minor ¿ 11 pain or ache, moderate ¿ 9 bone fracture - 1 e)occurrence ratio: -the occurrence ratio has been calculated for each harm: -no harm ¿ 19:107271 = 1:5646 this gives an occurrence score of 3 -exposure to anaesthesia, minor ¿ 11:107271 = 1:9752 this gives an occurrence score of 3 -pain or ache, moderate ¿ 9:107271 = 1:11919 this gives an occurrence score of 2 -bone fracture - 1 risk score: the risk score has been calculated for each harm: -no harm: s1 x o3 ¿ rpn 3 (low) -exposure to anaesthesia, minor: s2 x o3 ¿ rpn 6 (low) -pain or ache, moderate: s3 x o3 ¿ rpn 9 (medium) -bone fracture: s3 x o1 ¿ rpn 3 (low) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee replacement procedure, the tibial impactor broke during use.